Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear 11mm from the tip and approximately 10mm long. There is blood present in the guidewire lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 16-jan-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.